Event description:
In 03/07/2006, the physician was ateempting to perform stenting of the right internal carotid artery. The vessel was described as being 6 min in size and 85% stenosed. The target lesion was 15 mm in leght and "calcified." Reportedly. "The cardiologist attempted to sue the barewire from the embolished into position and successfully deployed the embloished. The cardiologist went to advacne the embolished further distally and use a 4.0 x 15 viatrac balloon and was not able to retrieve the viatrac balloon or the embolished in a conventional manner because the two devices docked together." A vascular surgeon was consulted and the pt was taken to surgery "for cea (carotid nedarterectomy)" and removal of the device. The pt is "doing sine" and was discharged the day after surgery with no complications.